Event description:
A pt reports undergoing cataract surgery with implantation of the crystalens in the left eye. Although the pt's ucva improved from 20/400 preoperatively to 20/80, the pt is complaining of visual disturbances, including nighttime halos, diplopia, ghost images, and blurry vision. The pt reports that her ophthalmologist failed to diagnose pigmentary dispersion glaucoma. She also reports that during the surgery the physician commented about not being able to get the lens in the proper position. The pt is under the care of another ophthalmologist.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.